Manufacturer narrative:
Instability was reported for patient with a total knee implant. The patient may have ligament laxity. Revision surgery is planned and tibial poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Instability was reported for patient with a total knee implant. The patient may have ligament laxity. Revision surgery is planned and tibial poly inserts may be exchanged during the procedure.